Event description:
The customer reported the device intermittently reported v2 lead off of 12-lead ECG.

Manufacturer narrative:
The customer reported the device intermittently reported v2 lead off of 12-lead ECG. The philips field service engineer evaluated the device and confirmed the symptom. The failure was resolved by replacing the leads ECG trunk cable.